Event description:
It was reported that during an unknown procedure, there was an error code 5: instrument. After a test which was okay, the instrument did not work when used for surgery. There was no reported pt consequence and another instrument was used.